Event description:
The device was returned to the manufacturer after being explanted. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed, however analysis was inconclusive. The device lost telemetry and output due to battery depletion, but the cause of the depletion could not be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that the vf detection was turned on causing the device to charge continuously, however, since no performance data could be retrieved from the device, the result of analysis is inconclusive. Concomitant product : 6947-65 lead, implanted (B)(6) 2011.